Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly revised due to instability, age at primary:(B)(6), side: l, primary asa: p2-mild disease not incapacitating, revision njr index no: (B)(6), sex: m, primary bmi: (B)(6).